Event description:
Customer reported the oxygen flush valve stuck. There was no reported pt injury. Investigation/conclusion: datex-ohmeda svc rep performed a checkout of the equipment, and the reported complaint could not be duplicated. The flush valve was replaced and subsequently discarded. At the time of the svc call, the customer did not provide any info that the alleged complaint occurred during a case and/or that there was pt involvement or complication. On 10/29/04, datex-ohmeda was informed a light case had occurred. As the flush valve has been discarded, investigation into the exact cause of the alleged complaint could not be performed. According to datex-ohmeda records, this unit has not been serviced since its MFR date of 1998. Datex-ohmeda recommends routine maintenance and calibration be performed every 3 months on the excel 210 se, as stated in the excel 210 se operation and maintenance manual.